Event description:
Per the clinic, the patient experienced a migration of the implant. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on nov 14, 2023.

Manufacturer narrative:
This report is submitted on march 08, 2024.